Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014,product type: implantable neurostimulator.

Event description:
A consumer reported concerns over the patient's last battery replacement surgery. It was stated that several days after discharge, the patient became delirious and was falling. They were brought back to the hospital where and their battery settings reduced with the thought that possible overstimulation could be a culprit, which helped the patient. Infectious workup also showed as negative. The consumer requested that the voltage be reduced following the replacement the patient is having this week in hopes of preventing another event, with them unsure that the battery replacement surgery would cause delirium/falls. The patient does not know how to adjust their settings with the patient programmer (pp) nor does the consumer. A post-operative appointment was requested. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.